Manufacturer narrative:
The actual device was not available; however, a video of the sample was provided for evaluation. Visual inspection of the video was performed and no flow was observed; however, the set was already primed and filled with solution. This would indicated the there was no blockage of the set and the solution was able to flow during priming when set was not connected. The reported condition was verified. The cause of the condition was determined to be handling by the user. Due to the nature of the returned sample no additional testing could be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system secondary medication set would not flow; further described as there was "nothing dripping in the chamber". It was further reported that the primary set was lower than the secondary set and that the fluid in the primary set chamber was dripping. There was no patient injury or medical intervention associated with this event. No additional information is available.